Manufacturer narrative:
The affected device was investigated by dräger service and the log file was secured for analysis. During the device test the reported problem could be reproduced, and the root cause was determined to be a faulty power supply. After replacement the problem was solved and the device passed a full functional test according to the manufacturers specification. In case of a total power loss the device stops the ventilation, and an audible power fail alarm is active for at least 2 minutes. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. The customer has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilation stopped during the use. According to a nurse, when the power went off, alarm was not ringing. After that, the device did not start. During the event an spo2 alarm occurred. No patient injury was reported.